Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal extracorporeal colpopexy and a&p colporrhaphy.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2014 due biliary dyskinesia. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to extrusion of mesh. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to erosion of mesh. It was reported that the patient underwent a colonoscopy procedure on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.